Event description:
A hcp reported that a patient got blisters behind the ear due to hearing aid getting hot. The patient visited a doctor and was given a cream against burns to treat skin behind the ear. The patient stopped using the device.

Manufacturer narrative:
This is an initial report . Manufacturer has requested for the device to be returned. Follow up will be submitted upon availability of any additional information.

Manufacturer narrative:
The device was returned for analysis to the manufacturer. The device was received for analysis with over discharged battery. It was noted that the chemistry of the battery is faulty, and the battery was unable to retain charge nor to recharge. After exchange of the battery the device performed as normal, showing no temperature excess, exhibiting normal charge, normal discharge: normal operation was observed. It is converged that the battery suffered an internal failure (uncontrolled self-discharge due to a potential short), causing the device to heat up. There were no prior complaints made for the patient's device. In the follow up interview it was established that the patient's ear is healing. Similar risks that could potentially contribute to overheating of the device have already been considered and identified within the risk file. This is the final report.